Event description:
It was reported that the pump was replaced due to normal battery life. While the replacing the pump the hcp detected "small black particles" withdrawn from the side port. It was later reported the cause of event was unknown; "possible internal pump tubing breakdown" per the hcp. It was also thought a possible link with off-label meds. There were no reported patient symptoms and no injury to the patient. The pump was used to deliver hydromorphone and clonidine.

Manufacturer narrative:
Only the pump was returned. Final analysis of the pump revealed no anomaly found.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 1997. Product type: catheter: product ID neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 1997. Product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.